Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2020 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) was collected, and the patient was admitted for peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1500 mg (frequency, duration not provided) and ceftazidime 1500 mg daily. The peritoneal effluent culture result was positive for staphylococcus epidermidis on (B)(6) 2020, and the patient¿s ceftazidime was discontinued. The patient continued to undergo ccpd while hospitalized and was discharged home on (B)(6) 2020. The pdrn attributed causality to a touch contamination event, as the patient is known to have poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient is recovering from the events and continues to utilize the same liberty select cycler. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent and abdominal pain, which warranted hospitalization and antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was touch contamination, due to improper hand hygiene by the patient. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.